Manufacturer narrative:
The information provided to ortho-clinical diagnostic inc may not be verifiable, and may be inaccurate or incomplete as reported. Investigation summary: based on customer feedback, customer service could not determine if the tunnel pad had ever been replaced. Cartridge handling was also questionable. The customer was asked to restor a previous calibration and replace the tunnel pad. This activity was coincident with a new cartridge. Though this event was resolved during troubleshooting, thedefinitive root cause could not be determined.

Event description:
A customer observed elevated amon quality control results on a vitros 950 analyzer. There were no patient samples tested at the time of the event. If obtained on a patient sample elevated results of the magnitude observed could result in inappropriate physician action. There was no report of patient harm as a result of this event.